Event description:
It was reported to philips that the device was not booting. The customer noted the device's uninterruptable power supply (ups) gave a line error. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found the device was not booting. Upon troubleshooting, fse found a fault in the ups controller. The ups was placed on a global hold due to a manufacturing defect, however, the fse has confirmed that the equipment can continue to operate without any restrictions. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.